Event description:
Pt was placed on a hausted unicare iii stretcher in preparation for eye surgery. During the positioning of the pt in the operating room the head of the bed hardware support failed and released, causing the head support to hyperextend (drop) unexpectedly. The surgeon was assisting with pt positioning and caught the patient's head supporting it until the pt was transported to another stretcher. The pt denies head or neck injury at the time of the event and on day 1 post-operatively. Inspection of the stretcher reveals that the supporting mechanism is stripped.